Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant that the patient developed a pocket infection. It was noted that the implantable cardioverter defibrillator (ICD) came through the pocket due to infection. The ICD system was explanted. No further patient com plications have been reported as a result of this event.